Manufacturer narrative:
Investigation summary: received one (1) used list# am6109, 10" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer; lot# unknown. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned sample was tested and met product specifications. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
The manifold of a '10" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer' was reportedly began leaking an unspecified fluid/medication during a patient's infusion. The customer stated that a chemo spill kit was not needed. There was no injury to the patient and no human harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.